Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar scissor tip for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the item is returned (post failure analysis evaluation) or if additional information is received. Verification of the event details cannot be performed because the date of the event is unknown. A review of the site's complaint history does did not find a previously-documented record of the reported event. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the surgeon alleged the monopolar scissor tip fell into a patient during a previous procedure. No other information was provided. There was no report of any patient harm, adverse outcome, or injury. However, unintended fragments falling inside the patient may require surgical intervention, contributing to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon made a comment that the monopolar scissor tip fell into a patient during a previous procedure. No other information was provided. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative and the site's robotics coordinator and obtained the following information: both heard the surgeon make the comment, but they were both unaware of the actual issue. Isi made multiple follow-up attempts with the surgeon, but was unable to obtain any additional information about the event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".